Event description:
It was reported that during use of the (B)(6) amphirion deep pta balloon for a percutaneous transluminal angioplasty balloon procedure, a balloon burst, balloon leak, or catheter leak was observed. No embolic protection was used, and the device did not pass through a previously deployed stent. No resistance was encountered when advancing the device, and no excessive force was used. The procedure was completed as normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with a 0.014¿ guidewire stuck in device, the balloon is detached, (photo 5) and both markerbands are present on the inner, the detached balloon was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.